Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 153 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump alarmed motor error and would not deliver insulin. The customer¿s parent stated that the drive support cap was loose. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the prime or compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm.